Event description:
It was reported that the patient had significant improvement from the interstim for 4 months and then the therapy stopped working. Further information is being requested from the hcp.